Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle of the bd nexiva¿ closed IV catheter system with dual port detached from the tubing during insertion. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that the needle of the bd nexiva¿ closed IV catheter system with dual port detached from the tubing during insertion. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: received one used nexiva 20 ga unit with an opened package label from the lot number 8187553. The unit consisted of the catheter adapter/extension set assembly. The needle set assembly was not returned for evaluation. DHR review was performed on lot number 8187553. The lot number was built / packaged on nfa line #1 from july 8, 2018 thru july 14, 2018. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed one non-related qn 200760384 (illegible print) was initiated during build of this lot that not would impact the outcome of the quality of the product relevant to the defect stated in the pir. Probable root cause for this incident is determined to be related to manufacturing. This defect was created at the zone 8 adhesive dispense station after the station redesign. If air got in the lines that fed adhesive to the adhesive dispense grippers, a short shot of adhesive would be dispensed onto the tube. A new station design was installed on nfa1 zone 8 in april 2018 (protocol 18449) that the extension tube adhesive dispense stations are purged on a regular basis and current process controls include routine leak test and ext. Pull test well as a 100% online flow tester in zone 8. Corrective actions: vision upgrades to better detect the new failure modes from the station redesign ¿ sep 11, 2018 design and install tooling to make the station (adhesive dispense tips) more robust ¿ oct 17, 2018 eura (end user risk analysis) review identifies the failure mode of extension tubing detached from the catheter adapter with cause of failure being insufficient adhesive, and it states that the effect of minor leakage has a limited severity with ranking s2. The end user effect of minor leakage has occasional occurrence of o3 ( =100 ipm) for the failure mode of extension tubing detached from catheter adapter. With limited severity and occasional occurrence, the risk to the end user is acceptable.